Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section b3: exact event date was estimated. Manufacturer's investigation conclusion. The report of rare speed drops could not be confirmed as no log files were provided for review. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm (revolutions per minute) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had rare speed drops in (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.